Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient confirmed all other bluetooth devices were turned off and no other bluetooth devices were paired to the smart device. Patient was advised to insert a new sensor and re-pair the transmitter. No additional patient or event information is available.